Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. Completion angiography revealed a proximal type I endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2012, computed tomography showed that the proximal type 1 endoleak was still present. On (B)(6) 2012, a reintervention was performed whereby an aortic extender component was implanted. However, post deployment angiography showed that the proximal type I endoleak was still present. Therefore, a bare optimed nitinol stent was implanted. Completion angiography showed that the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.